Event description:
The following has been reported: customer reported: "pump complaint. (B)(6). No patient harm. Interruption to an active infusion. Serial # (B)(6). Interruption of an active bumex infusion. Nurse reports bumex was actively infusing when suddenly the pump began to alarm "pump problem" which stopped the active infusion. He attempted to complete a full power down, the pump restarted and did not alarm, he was able to program and restart the bumex. A few minutes later the pump once again alarmed "pump problem/service needed" the pump is currently plugged in and in standby mode so that logs can be pulled. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.